Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod between 5 and 24 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, insulin was noticed to be leaking out and the cannula was found bent. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
A damage was found with the exposed section of the soft cannula. The fluid path was inspected and signs of leakage were observed. The time and cause of this damage could not be determined.